Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, when the sheath was inserted into the heart and the rf needle was inserted into the dilator and inserted into the sheath, blood leaked from the valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air contamination to the patient has been confirmed. No additional venipuncture was performed due to sheath replacement.